Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the tyvek covering was found to be damaged and the plastic tray crumpled compromising sterility. There was no patient involvement.

Manufacturer narrative:
(B)(4). Batch # p93c88. Device analysis: the analysis results found that the el5ml device was returned inside its package unopened. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; it was observed that the packaging was hitting in a hard surface causing the opening in sterility seal. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.